Event description:
Pt with degenerative joint disease left hip admitted for left total hip arthroplasty. Post-operative x-ray was abnormal. Pt was returned to surgery. At the time of the second surgery, a 3 mm by 5 mm piece of plastic from the zimmer mis side head impacter was found in the joint. Because of scuffing of the acetabular head, both parts of the prosthesis were removed and replaced with new ones.